Manufacturer narrative:
The reported event was confirmed during functional testing and archive data review of the autopulse platform (sn (B)(4)). Review of the archive data confirmed the occurrence of multiple user advisory 12 (lifeband not detected) and ua 18 (max take-up revolution exceeded) error messages on the reported event date of (B)(6) 2018, confirming the reported event. Evaluation of the platform revealed physical damages upon receipt. This issue is indicative of user mishandling and is unrelated to the reported event. Further inspection of the platform confirmed the secondary complaint of a defective user control panel backlight. Although, an issue with the user control panel was observed, the display was still visible. The device was functionally tested using a good known autopulse li-ion battery with a large resuscitation test fixture. No ua 12 or ua 18 error message was observed during initial power up. The device operated as expected without reproducing user advisory error messages or any other issues. A load characterization check was performed and found a defective load cell. This issue is not related either to the primary or secondary customer reported event. It was noted that the device has not seen regular preventive maintenance. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua 12 and ua 18 error messages recorded in the archive data are easily clearable by the user. The ua 12 error message alerts the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. The ua 18 alerts the operator that during takeup, the autopulse driveshaft has moved the lifeband past the maximum allowable takeup depth without detecting a patient. This user advisory will persist until the restart button is pressed and the autopulse platform is restarted. Upon customer approval, the defective and damaged components will be replaced and the device will be further functionally tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and (B)(6) was reported on (B)(6) 2016 for the autopulse platform with serial number 33478 for a ua 12 error message. The device was not returned for evaluation.

Event description:
During routine testing, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) error message; however, the user was unable to specify the type of ua error message observed. It was also reported that the backlight of the platform user control panel was not functional. No patient involvement.